Manufacturer narrative:
The sample was not returned for evaluation; therefore a complete investigation could not be performed. It is likely that the dark and fuzzy scope is the result of a crack in the lens that was due to improper handling of the device; therefore, this complaint is confirmed. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that the endoscope is dark and fuzzy. It is unknown when this event occurred, whether the product was changed out, or if there was any effect on the patient or results of the surgery. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.